Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08649. It was reported that the stent was explanted. The target lesion was located in the left main and circumflex artery. During procedure a synergy drug-eluting stent was deployed. After successful deployment, another synergy drug-eluting stent was advanced to treat the lesion with a 90 degree bend located at the circumflex artery. However, the synergy drug-eluting stent failed to cross the lesion. Upon removal of the second stent, it pulled the previously implanted synergy drug-eluting stent out of the left main artery and it was noted that the second stent had dislodged. Both devices were completely removed from the patient's body. Several synergy stents were deployed to the left main artery leaving the circumflex alone and the procedure was completed. No further patient complications were reported and the patient's status was fine.